Event description:
The hospital representative reported an infusion pump with a 500 failure code. The failure did not occur during patient use. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.